Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump was turned off and had critical pump error. The insulin pump was exposed to water. Customer stated they saw water in the battery compartment as well the o ring fell off. Customer stated battery cap was damaged. Customer stated the home screen did not appear on the display. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.